Manufacturer narrative:
Complaint conclusion: as reported, before use of the device for an embolization, some plastic pieces from the device were noted. The device was not clinically used. Another like device was used to complete the procedure. There was no report of patient consequence. Attempts to gather additional information were unsuccessful. One sterile cath tempo 5f ber ii 65cm diagnostic catheter was received for analysis inside a plastic bag. The unit was received in its original sealed pouch/ inner bag. The inner label presented the following information: lot number 16072066, part number 451515v0. Per visual analysis, the unit was received folded, the strain relief was received completely peeled off from the device surface and the hub presented a yellowish color condition. No other anomalies were observed on the received unit. The unit was sent to ftir and tga analysis in order to analyze the conditions found on the device during visual analysis. Per ftir analysis, both samples analyzed exhibited a similar infrared spectrum, ruling out any change in the formulation of strain relief used in the complaint unit that could arise in a brittle condition. It is suggested that the brittle condition could have been potentially caused due to an oxidation by an external agent such as sunlight. Per tga analysis, the test revealed an advanced degradation condition caused by an external source such as light, humidity, temperature and others. Review of lot # 16072066 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft)- separated-prior to use¿ was confirmed during analysis due to the condition of the unit was received. The exact cause of the event experienced by the customer could not be conclusively determined. However, shipping or handling factors, exposure to sunlight, may have contributed to the cause of the reported event. According to the product instructions for use, users are cautioned to store the catheters in a cool, dark, dry place. Furthermore, users are cautioned that exposure to temperatures above 54°c (130°f) may damage the catheter. Controls are in place that prevents this occurrence throughout the manufacturing process. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
The device was received for analysis and device available for evaluation? Was updated accordingly. It was reported by the decontamination site that "debris in packaging." However, the engineering report is not yet available. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The device is available to be returned for analysis, but has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before use of the device for a embolization, some plastic pieces from the device were noted. The device was not used. Use of another like device to perform the procedure. No patient consequence. Additional information is not available.

Manufacturer narrative:
Complaint conclusion: as reported, before use of the device for an embolization, some plastic pieces from the device were noted. The device was not clinically used. Another like device was used to perform the procedure. There was no report of patient consequence. Attempts to gather additional information was unsuccessful. The product was not returned for analysis. Review of lot # 16072066 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are cautioned to not use open or damaged packages as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.